Event description:
The plaintiff's attorney alleged that the decedent expired on (B)(6) 2010, after the use of the product.

Manufacturer narrative:
This is one event (death) reported for the same patient involving three separate products; associated MDR's #1225714-2014-03872, 1225714-2014-03873 and 1225714-2014-03874.